Event description:
It was reported that the patient's right ventricular (rv) lead exhibited episodes of noise oversensing due to electromagnetic interference (emi). No intervention was performed, and the patient's status was unknown.